Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Cause was not known. Bg value not provided. Customer continued to use the pump with basal delivery to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.